Event description:
The customer stated that she experienced blood glucose levels greater than 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap was noted. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer removed the infusion set, and the cannula was bent. However, the customer was concerned because she did not get a no delivery alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarm occurred, motor passed motor test. Unit had cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.